Event description:
On 3/2/99 following a diagnostic procedure, an angio-seal device was placed in a pt's right groin. During the device deployment procedure, the physician pulled up the "set" the anchor, he removed the carrier device, then while holding tension on the suture the physician began tamping, when the suture and the collagen pulled out of the tract. Manual pressure was held for 30 mins to achieve hemostasis. When the physician examined the components no anchor was found, but the suture knot was intact. As of 3/30/99, there has been no further report to the MFR of complications or add'l pt sequelae.